Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it was confirmed that the adhesion/clogging of the material in the nozzle. However, the foreign material could not be identified. Therefore, the root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, found the colonovideoscope¿s nozzle of the insufflation channel was clogged by a dark rubbery material and a translucid chemical residue. There were no reports of patient involvement.